Event description:
Reported tubes have clots and fibrin in the plasma after centrifugation causing erroneous result of a pt to receive heparin and integrilin treatment, as well as requiring an unneccssary stay at the hosp for the pt. The initial result for troponin was elevated at 2.84. The pt was redrawn 8 hours later and the result was 0.04. They repeated the earlier pst sample to confrim the original result and the result was 0.04 not 2.84. Also a serum tube that was drawn at the initial time confirmed the correct result to be 0.04, a review of co's database indicates no other issues against this production lot number. If fibrin or clots were present, co believes the initial result should have registered as zero or undetectable and not an elevated result. Account was provided with literature to cover the correct mixing procedure and package insert. Co will monitor this product for trends.